Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found condensation inside their insulin pump. The customer has a blood glucose level was unknown at the time of the email. The customer states that there is fluid/moisture in the device and that the up button sticks. The customer declined any assistance with trouble shooting. No further information was provided.